Event description:
The customer reported that during a patient procedure the balloon developed a leak and cs300 alarmed with "blood back detected. Blood noted to be present in tubing at this time. Blood filled the tubing to the machine and the iabp was turned off immediately. The heparin drip was stopped and the physician was called .the nurse practitioner was present and the line was pulled with no complications. Hemostasis was achieved. No changes in patient condition observed at this time. New information indicated that a patient death was associated with this case. Refer to medwatch number 2249723-2015-00016 for the pump complaint.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The optical fiber was found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.051cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).